Event description:
Immediately post uae developed severe pain and fever and was re-hospitalized. Allergic reaction occurred. Treated with drugs for severe menopausal symptoms, including confusion, night sweats, 3 months of cessation of menstruation, followed by irregular menstruation. Six months post uae, fibroids are growing, now larger than pre-uae. Menstruation continues to be irregular.